Manufacturer narrative:
The reported events were lead dislodgement and far r-wave oversensing. Visual inspection of the lead found the helix was retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended retracted. The full measured helix extension length was within specification. The reported event of far r-wave oversensing was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed far r wave oversensing on the atrial lead; atrial lead dislodgement was suspected. On (B)(6) 2023, an x-ray was performed and confirmed atrial lead dislodgement. The physician elected to explant and replace the atrial lead. The patient condition was stable.